Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this report was implanted on (B)(6) 2009. On (B)(6) 2011, the pt had prostate gland radiotherapy, and had no symptom after the therapy. Reportedly, the pt felt palpitation after returning home. On (B)(6) 2011, the pacemaker was interrogated, and it was found in standby mode (backup mode). Upon interrogation, complete re-initialization of the pacemaker was performed, and then the device was re-programmed to previous settings.